Event description:
It was reported that half of the bd connecta¿ stopcock tubing was missing. The following information was provided by the initial reporter, translated from german to english: "defect: 3-way cock is defective. Half of the hose is missing".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-19. H6: investigation summary a complaint of a defective stopcock on the product was received form the customer. A sample was provided to aid in the investigation of this defect. Through visual inspection the customer complaint was confirmed. There was a missing piece of the hose on the product. A device history record review was completed by our quality engineer team for provided lot number 0157321. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Maintenance records were evaluated and it was noted that on the day of manufacturing the equipment was damaged. The cylinder was changed on the same day and the involved personnel were notified to identify opportunities in the process to prevent this problem. The necessary controls are in place to prevent this failure mode. Further action has not been determined necessary at this time.

Manufacturer narrative:
Investigation summary a device history record review was completed by our quality engineer team for provided lot number 0157321. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that half of the bd connecta¿ stopcock tubing was missing. The following information was provided by the initial reporter, translated from german to english: "defect: 3-way cock is defective. Half of the hose is missing"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that half of the bd connecta¿ stopcock tubing was missing. The following information was provided by the initial reporter, translated from (B)(6) to english: "defect: 3-way cock is defective. Half of the hose is missing"